Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there were wear and tear damage to the enclosure, front cover, tank cover, line cord, and pole clamp. There was also burn damage to the heater. Functional testing consisted of filling the tank with water, attaching temp check, plugging the line cord, and turning the power on. This testing duplicated the reported problem by the customer. The root cause of the reported issue was found to be a crack in the enclosure near the drain fitting . Repair summary consisted of replacing enclosure, front cover, tank cover, heat assembly, line cord, pole clamp, and reflux plug. Upgraded the printed circuit board and power switch under corrective action and preventative action. The technician performed the preventive maintenance (pm). The device passed all the functional testing. Unique identifier is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a leak in the enclosure. No patient injury was reported.